Event description:
Home pt (hp) reports dry minicaps. Hp noted prior and during pt use. Hp stated sponges were brown in color and packages were sealed in the usual manner. Hp does not see betadine in the tubing when initiating the drain phase of peritoneal dialysis exchange. No pt injury or medical intervention reported.